Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer reported observing a leak forming in front of the instrument. The customer reported liquid in the area of the amplified waste bin of the systems solutions drawer. There was also some crystallization observed in the system solutions drawer. The leak went onto the walking surface. It was contained and clearly marked so no one could slip. A field service engineer (fse) was dispatched. The fse found that one of the tubes coming from the bulkfill assembly had a kink and caused a backflow, hence the leak. The fse straightened the tubing and cleaned up the bulkfill and the system solutions drawer. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
Investigation into this complaint included a nonconformance (nc)/CAPA history review, service history review, and a complaint history review. The investigation is as follows: CAPA / non-conformance review: a search of nc/CAPA records was performed for any for instances related to kinked tubing in the system solutions drawer on an alinity m system. The query did not identify any related quality records. Service history review: the service history review found no prior service record related to the issue under investigation. The service history review found no prior service records related to the issue under investigation. On february 11, 2026, prior to the leak event, the technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn (B)(6) and the alinity m system liner, pn 56-270087, was installed. Implementation of tsb 640-079 and the liner installation do not prevent occurrences of leaks that spread outside the instrument footprint; however, as a mitigation, reduction in leaks beyond the instrument footprint is expected. Complaint history review: a complaint search was performed to identify past complaint tickets related to a kinked tubing in the system solutions drawer which caused a baclock and leak on an alinity m system, ln 08n53-02. Complaint trending was reviewed. An adverse trend was not identified for the alinity m system ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.